Manufacturer narrative:
Exemption e2015054. (B)(4). (B)(6) complaints were received during this report period. Of these, (B)(4) were not returned for evaluation. (B)(4) were determined to be misapplication. (B)(4) showed no evidence of any device-related fault. All (B)(4) devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes (B)(4) malfunction events which are associated with issue associated with comprising material(s) being pulled apart or into pieces by force, wrenching, or laceration. These reports were received from various sources. Patient information was confirmed for one event. One female patients age (B)(6).